Event description:
Patient reported obtaining back-to-back blood glucose results of 376 mg/dl and 170 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these values. No pt injury was reported and no treatment was received. Valid quality control testing had not been performed on the system (patient had the wrong control solution for the strip type). Technical support requested the return of the suspect product and replacement product was shipped.